Event description:
Report 3 of 3 it was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there were false positive results for c. Tropicalis. There were 5 occurrences on lot # 3109880 and another 4 occurrences on an unknown lot number. No patient impact reported. The following information was provided by the initial reporter: "fx 442021 - molecular fp. #1: e. Coli w/ c. Tropicalis. #2: e. Coli w/ c. Tropicalis. #3: staph aureus w/ c. Tropicalis. #4: strep spp. W/ c. Tropicalis. #5: e. Coli w/ c. Tropicalis. #6: enterobacter cloacae complex w/ c. Tropicalis. #7: strep spp. W/ c. Tropicalis. Customer also ran 5 uninoculated bottles from lot # 3109880 and 4 of them were positive for c. Tropicalis".

Manufacturer narrative:
There were two lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: unknown . D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated based on additional information provided: b1: reported issue is both an adverse event and product problem b2: outcomes attributed to adverse event: patient incorrectly received antifungal treatment b5:report 3 of 3 it was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there were false positive results for c. Tropicalis. There were 5 occurrences on lot # 3109880 and another 4 occurrences on an unknown lot number. No patient impact reported. The following information was provided by the initial reporter: "fx 442021 - molecular fp #1: e. Coli w/ c. Tropicalis #2: e. Coli w/ c. Tropicalis #3: staph aureus w/ c. Tropicalis #4: strep spp. W/ c. Tropicalis #5: e. Coli w/ c. Tropicalis #6: enterobacter cloacae complex w/ c. Tropicalis #7: strep spp. W/ c. Tropicalis customer also ran 5 uninoculated bottles from lot # 3109880 and 4 of them were positive for c. Tropicalis customer stated in the meeting w/ quality today that the patients were treated with antifungals. H1: type of reportable event: serious injury investigation summary: catalog: 442021 batch no.: 3109880 customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. No trend identified for batch. Complaint is unconfirmed based on retention samples and batch history record review results. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. Refer to customer letter. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. Catalog: 442021 batch no.: unknown customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. Complaint is unconfirmed. Refer to customer letter. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
Report 3 of 3 it was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there were false positive results for c. Tropicalis. There were 5 occurrences on lot # 3109880 and another 4 occurrences on an unknown lot number. No patient impact reported. The following information was provided by the initial reporter: "fx 442021 - molecular fp #1: e. Coli w/ c. Tropicalis #2: e. Coli w/ c. Tropicalis #3: staph aureus w/ c. Tropicalis #4: strep spp. W/ c. Tropicalis #5: e. Coli w/ c. Tropicalis #6: enterobacter cloacae complex w/ c. Tropicalis #7: strep spp. W/ c. Tropicalis customer also ran 5 uninoculated bottles from lot # 3109880 and 4 of them were positive for c. Tropicalis customer stated in the meeting w/ quality today that the patients were treated with antifungals."

Manufacturer narrative:
The following updates have been made: this MDR pertains only to unknown lot number. B5. It was reported while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact. This record is being reopened to address the corrections required for CAPA pr (B)(4).

Event description:
It was reported while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact.